Event description:
An intermittent capture failure in the ventricular channel was reported. Preliminary analysis confirmed the reported behavior and patient care recommendations have been provided (perform lead tests and if necessary, evaluate the benefit of a re-intervention in order to check the integrity of the ventricular lead and its proper connection to the device). A re-intervention was performed on (B)(6) 2015 and the ventricular lead was explanted.